Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer cleared the alarm to resolve the issue. Additionally, the customer experienced an elevated blood glucose (bg) level of 593 mg/dl; cause unknown. The customer delivered a correction bolus via pump and administered manual injections to address bg. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended; however, the customer declined to remove the infusion site for observation.